Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported patient outcome could not conclusively be determined. The account communicated that the patient expired on (B)(6) 2018 due to respiratory arrest. No alarms were associated with this event. Additional information was requested; however, no additional information was provided. No product is available for investigation. The current heartmate ii lvas IFU respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to respiratory arrest. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted. The device will not be returned for evaluation.